Event description:
It was reported that the lead exhibited loss of capture, impedance less than 200 ohms and over sensing. The patient had asystolic episodes. The output was increased and lead replacement would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.